Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the solenoids (1 through 4) connection pins were cleaned, and the data acquisition (da) board and ribbon cables were reseated. The device was tested overnight without any issues. The device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a proximal pressure sensor autozero failed message. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer stated during setup, the device displayed a "proximal pressure sensor autozero failed" error message. A biomedical engineer confirmed that the device had an error code 110a in the event log. The customer reported that the flow sensor assembly had recently been replaced. The remote service engineer (rse) advised the customer to remove the data acquisition (da) board, and check for bent pins, and alignment. The rse advised to replace the solenoid valves (3 and 4) to correct the issue. The rse also recommended replacing the da board and the cable if the problem persisted. The customer was provided with the part numbers for the replacements. The investigation is ongoing.